Event description:
It was observed during the device inspection that the tracheal intubation fiberscope had foreign body in the eyepiece. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it was unclear whether the reprocess could have been carried out according to the IFU, so the cause of the foreign body residue could not be identified. The root cause of foreign objects remaining on the equipment could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device